Event description:
End user called to complain that the device does not check its calibration. This was confirmed by phone trouble-shooting. The device was replaced and defective one returned for investigation.